Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that a couple of months ago, the battery started going out without a warning. Customer received a replacement battery cap and a battery out limit alarm. Customer stated that the battery was just changed yesterday. Customer stated that the pump alarmed during normal use. Customer looked down at her pump and saw that it was blank. Customer then received a battery out limit alarm and had to reset everything. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All operating currents were within specification. No unexpected battery out limit or blank display noted. The pump was received with a cracked reservoir tube, a cracked reservoir tube lip, and a cracked belt clip slot.